Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a tunnel dialysis catheter exchange, the stylet broke off inside the catheter within the shaft. The catheter was not repaired. There was no leak. There was no luer adapter issue. The stylet used was the stylet included in the kit. No pieces of the stylet fell into the patient's body. Nothing unusual was observed on the device prior to use. No other defects or damage were found on the product. Flushing was done prior to use and it was normal. No other products were being utilized with the device. The product was placed in the ir (intervention radiology)/catheter laboratory. The catheter was removed with the stylet and replaced with another, same-brand with the same lot and product ID (identifier) catheter. No intervention or treatment was required as a result of the event. No x-ray machine was used or performed. There was no blood loss. A blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a tunnel dialysis catheter exchange, the stylet broke off inside the catheter within the shaft. The catheter was not repaired. There was no leak. There was no luer adapter issue. The stylet used was the stylet included in the kit. No pieces of the stylet fell into the patient's body. Nothing unusual was observed on the device prior to use. No other defects or damage were found on the product. Flushing was  done prior to use. No other products were being utilized with the device. The product was placed in the ir (intervention radiology)/catheter laboratory. The catheter was removed with the stylet and replaced with another, same-brand with the same lot and product ID (identifier) catheter. No intervention or treatment was required as a result of the event. No x-ray machine was used or performed. There was no blood loss. A blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one palindrome catheter along with one stylet which was returned in two pieces. One piece (proximal end) was returned separately and the other segment was stuck in the arterial extension tube and was inaccessible. The arterial luer adapter was cut off so the stylet could be accessed. The stylet was removed without too much force and a large amount of dried blood was also removed. Both ends of the stylet where the break occurred showed evidence of necking. This suggests that the stylet was stuck and the customer exerted a lot of force to try and remove it. The inside of the cannula was examined but no obstructions were found besides dried blood. It was reported that the stylet broke apart. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a tunnel dialysis catheter exchange, the 52 cm (centimeter) stylet broke off inside the catheter within the shaft. The catheter was not repaired. There was no leak. There was no luer adapter issue. The stylet used was the stylet included in the kit. No pieces of the stylet fell into the patient's body. Nothing unusual was observed on the device prior to use. No other defects or damage were found on the product. Flushing was done prior to use and it was normal. No other products were being utilized with the device. The product was placed in the ir (intervention radiology)/catheter laboratory. The catheter was removed with the stylet and replaced with another, same-brand with the same lot and product ID (identifier) catheter. No intervention or treatment was required as a result of the event. No x-ray machine was used or performed. There was no blood loss. A blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.